Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, the surgeon complained that the sealing effect by enseal is not good. Bleeding still happened after the tissue is sealed. The jaw was broken during the surgery. A bipolar device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the top of the I-blade fractured and slightly lifted and upper jaw detached from instrument and not returned. The device was partially tested with a generator and the device performed as required during testing; although all testing could not be completed due to the damaged of the I blade and upper jaw. It is possible that the damage to the I-blade allowed the jaw to fall off the instrument. This is because the upper jaw is retained on the instrument due to the design of the I-blade. When the I-blade was damaged, the jaw detached from the instrument. It is possible that the damaged jaw caused the tissue effect issues. If the jaw is not capable of grasping tissue according to design, it will impact performance. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.